Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with the event.